Event description:
A consumer implanted for spinal pain and rsd/causalgia-complex regional pain syndrome reported every time they went to a specific store stimulation increased. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.